Manufacturer narrative:
Method: actual device not evaluated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported during an ablation procedure, the irrigation port of the cool path duo catheter broke off of the catheter handle. The physician was mapping the left atrium when the damage occurred. The procedure was completed with a new catheter. There were no consequences to the pt.